Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strips UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for low blood glucose results. The customer is concerned with results obtained of 36 and 28mg/dl. The expected fasting blood glucose test result range is 80-100mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2018, a back to back blood test was not performed by customer. The test strip lot manufacturer's expiration date is 7/16/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (date/time not stored correctly) (B)(6). Blood readings which was not consistent to how he was feeling which was fine (asymptomatic). He is very attuned to how he feels. The meter reading in the 20's and 30's was reading very low with no symptoms at all. He now does not know if the meter is reading correctly and has no faith in the meter and wants it replaced. He does not have the correct date and possibly the time. Customer has been using the meter for a while with no probleme, until yesterday.